Manufacturer narrative:
"An attempt to reproduce the reported event with the minimed mobile app (software version 2.5.0) installed on xiaomi 12 (android 13) with mmt-1885 780g pump (software version 6.7v.3) was conducted and confirmed the issue was not reproduced. An attempt to reproduce the reported event with the minimed mobile app (software version 2.5.0) installed on samsung galaxy s10+ (android 12) with mmt-1885 780g pump (software version 6.7v.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). We are unable to perform a thorough investigation due to unavailability of the application logs. However, the most likely cause for pump disconnections during the night is due to battery optimization. When the phone is idle for long periods time, in this case during the night, the phone reduces the cpu usage in order to save battery. This can directly have an impact on ble connections and can cause disconnections. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: disable battery optimization for mmm app: long tap on mmm app icon -> app info -> battery saver -> no restrictions medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. No product return is required for mmt-6101.